Manufacturer narrative:
Concomitant of medical products: 6937a-35, lead implanted (B)(6) 2011. 6996sq58, lead implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable pulse generator (ipg) exhibited no telemetry. The ipg remains in use. No patient complications have been reported as a result of this event.